Event description:
It was reported that during a laparoscopic hernia repair the device leaked gas when an instrument was inserted though it. It was unclear from where the leaking originated. The abdomen deflated. A few minutes were taken to insert and reinsert the scope and/or other devices into the device to confirm the leaking. Then another couple of minutes were taken to remove and replace the device to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with no cracks or gaps that would indicate a leak. Upon evaluation, the device was tested for leaking. The device passed the leak test when tested by itself, but was found to show evidence of minor leaking when a test obturator was inserted into the device. The device history record was reviewed and no discrepancies were noted.